Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing large differences between sensor glucose level and blood glucose level. The customer also stated that he received repeated lost sensor alerts and calibration errors. Customer stated that approximately two months prior to the call, the customer had a sensor glucose level of 95 mg/dl and a blood glucose level of 40 mg/dl. Troubleshooting was not performed as this was a past issue. The customer will not return the device for analysis.